Event description:
Customer reported that the new adhesive on the freestyle navigator continuous monitoring system's sensor delivery unit caused him to experience an allergic reaction (eczema), with "open sores" which subsequently resulted in an infection. Customer noted this occurred approximately 14 days prior to his call to customer service on (B) (6) 2010, the first time he attempted to use it. He further reported self-presenting to a local healthcare facility where he was treated with intravenous infusions of cubicin (daptomycin), keflex (cephalexin) and bactrim (sulfamethoxazole). Customer additionally self-treated by taking benadryl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This case is being filed as a final report. Customer noted he did not have product available to return for investigation, therefore no investigation can be undertaken.